Event description:
Follow up information received reported that there were no current interventions planned to resolve the lead migration issue. The patient was to see a spine surgeon for consult on their existing back issues and the implantable neurostimulator (ins) system was to be assessed sometime after the consult. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 748925, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 748925, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 3998, lot# lb0160, implanted: 2004 -(B)(6); product type lead product ID 3998, lot# lb0160, implanted: 2004 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient did not feel stimulation when stimulation was turned up high. The reporter stated that impedances were checked and they were all greater than 4000 ohms. The reporter further stated they patient had not felt stimulation since ¿months ago.¿ it was noted, the patient had some minor falls in the past. It was further noted, the patient had lost their patient programmer. Additional information received reported the cause of the impedance issue was not determined. It was noted that x-rays revealed no obvious fracture or disconnection of the lead or extension. It was further noted the x-ray revealed the lead tips had moved down to the patient¿s lumbar spine. The reporter stated the patient was no longer receiving effective therapy and they were not feeling stimulation. Additional information was requested, but was not available as of the date of this report.